Event description:
During an angioplasty procedure, the manometer's needle of the inflation device used remained stuck at 8 atm during the inflation. The real pressure was in fact probably higher. The balloon broke, the vessel being treated has been dissected. After deflation, the needle remained stuck at 8 atm.

Manufacturer narrative:
During production, it has been noticed that the manometer's dial could be lift with the risk of slowing the needle's movement, the observation has been linked with a new configuration of the manometer (new system of linking), the risk analysis drove us to conclude that the risk was acceptable. Nevertheless, to cancel the risk, we decided to modify the upper plastic cover ofthe device in order to prevent the dial from moving.